Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) who reported that a navigation system outside of a procedure the computer became unresponsive. There was no patient involved with this issue.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer was returned for analysis. Functional testing found that the computer was fully operational. If information is provided in the future, a supplemental report will be issued.